Event description:
A balloon ruptured on the first inflation at approx 4-6 atmospheres during an iliac angioplasty procedure of an extremely calcified lesion via an ipsilateral approach. Another balloon catheter was used to successfully complete the procedure without patient complications. The device was received, evaluated and retained by this manufacturer. The engineering evaluation revealed a pin-hole leak located in the distal transition zone 14mm distal to the distal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Co's follow up also indicated this device was used in an extremely calcified lesion. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not inflate and remove carefully."